Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. The device passed testing at the user facility and was returned to clinical service.

Event description:
The customer contact reported an adverse event while device was in use. On an unspecified date and time, the device was programmed in the pca only mode to deliver an unspecified concentration of dilaudid with a 0.2mg pca dose, an 8 minute patient lockout, and no dose limit. No further programming parameters were provided. In 2007, at 0430, the nurse indicated the patient "was fine". At 0530, during rounds, a physician found the patient unresponsive and snoring. A code was called. The patient was treated with narcan and "regained normal mental status." The patient was transferred to a "monitored bed". There were no reported adverse patient sequelae. The device was removed from clinical service. The customer contact reviewed the device history and determined the programming parameters were correct and the patient had not received medication for "3 hours". The customer contact indicated the patient received a total of 7.4mg over an unspecified length of time and an expected amount of approximately 23ml was wasted from the vial. During testing at the user facility, the device passed testing and was returned to clinical service. The customer contact reported the cause of patient event is undetermined; however, they "don't think it's the pump". Though requested, no additional information was provided.